Event description:
It was reported to boston scientific corporation that a tandem rx cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when finishing the procedure, the tip of the cannula detached inside the patient. The device was removed from the patient and a spy scope was used to successfully retrieve the tip from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
The physician indicated that resistance was not encountered during advancement or withdrawal.

Manufacturer narrative:
Patient is over (B)(6) of age (exact age unnown);

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.